Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to an unknown reason. During the procedure, the locking bar would not completely lock. A new tibial bearing and locking bar were utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.